Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 1034 mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the patient was seen in clinic on (B)(6) 2021 due to exacerbation of spasticity, which the patient reported increased tightness of legs and increased back pain which progressively worsened over the previous four days. Significant lag extensor tone was observed at this time. 100 mcg single bolus was programmed and upon reevaluation in three hours, there was a minimum improvement in symptoms. The dose was increased by 7% for boluses, final dose 875 mcg per day, basal rate 15.1 mcg per hour, bolus was 86.1 mcg every four hours. The oral baclofen was increased to 30 mcg every four hours to try and improve the patient's symptoms. The patient had been taking 20 mg oral baclofen every 6 to 8 hours with minimal improvement. On (B)(6) 2021, there was some reduction in time, sedation, and disinhibition due to oral baclofen. Intrathecal baclofen rate was increased 14%, boluses increased 20%, right increased from 874 to 955 mcg per day, policies increased from 86 to 106 mcg per day. On (B)(6) 2021, they maintained rate 995 mcg per day, bolus dosing changed from every four hours to every three hours. On (B)(6) 2021, the patient's symptoms somewhat improved with some decreased tone and improved ability to move legs. They were unable to complete the study secondary to allergy to isovue. Roller study was normal. The rate wa increased from 995 to 1034 mcg per day, bolus was increased from 79.4 to 84.5 mcg every three hours, basal rate maintained at 15.3 mcg per hour. There were no environmental/external/patient factors that were identified. Pump and catheter replacement was planned for (B)(6) 2021. All expected residual volumes were accurate with actual residual values since the pump was implanted. There were no identified pump issues but due to the date of the pump implant, the pump will be replaced at the time of the catheter replacement. Of note, other medications that the patient were taking at the time of the event included hydrodiuril, lisinopril, methylphenidate, zoloft, astelin nasal spray, norvasc, valtrex, ambien, sanctura, bactroban ointment, albuterol inhaler, naproxen, easy spacer inhaler, zofran, and qvar inhaler. The issue was not resolved at the time of report. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported upon exposing pump pocket site and spinal incision site, there were no visual issues with the catheter. Neurosurgeon chose not to disconnect existing catheter from existing pump. The pump and catheter were explanted and catheter issue was not identified. Postoperative, rate was started at 755 g per day decreased from infusion rate of 1033 mcg/day. Patient admitted for overnight observation with decreased infusion rate. Per clinician, the patient was discharged this morning and her spasticity is well controlled with her new catheter and infusion rate of 775 mcg/day.